Event description:
It was reported that a hot smell was coming from the home choice (hc). The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. The device evaluation was able to verify the reported event of the ¿hot smell¿. The device underwent an external/internal inspection and failed due to an overheated solid state relay (ssr) which produced a hot smell. The hc passed the rite (returned instrument test evaluation) electrical testing, but failed the rite functional testing due to a system error (se) 2044 (positive p tank low). Although the unit was received inoperative due to no power, the power was restored after replacement of the power entry fuses. The power fuses were found to have been blown. During the pressure testing, the pneumatic system and the pump assembly did not activate. After a test article for alternating current component printed circuit board (accomp pcb) was installed, the hot smell subsided and the pump assembly activated. A simulated therapy was performed and completed without issues. The evaluation concluded that the overheated ssr on the accomp pcb produced a hot smell and caused the fuses to blow resulting in the no power and also prevented the accomp pcb from activating the pump assembly resulting in se2044. The related downloading issue of the device being received inoperative due to no power was determined to be caused by the blown power entry fuses due to overheated ssr on the accomp pcb. The accomp pcb and the power entry fuses were to be scrapped and replaced when the device was sent to servicing. This issue is being further investigated through a CAPA. If additional relevant information is obtained, then a follow-up MDR will be submitted.